Manufacturer narrative:
A review of the manufacture records for this device could not be conducted. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The procedure was atherectomy of the left leg from right leg access. The spiderfx wire wrapped around the nosecone of the turbohawk ths-ls-c w while trying to exit out the right access area. A 10 goose snare was used to remove the turbohawk and wire without success. The lsc, wire and snare stayed in the body and the patient was sent to surgery. The devices were removed in surgery and the patient had a fem pop performed because of a potential issue with the artery access. The patient was discharged home on (B)(6), 2012. Please reference MDR 2183870-2012-00155 for the turbohawk used in this procedure.